Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, right common femoral artery damage was noted. Surgical repair was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that right femoral artery was used for access, using the inline sheath. A perforation occurred during insertion. It was reported that obesity contributed to the injury. If information is provided in the future, a supplemental report will be issued.